Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Based on this information and without the device to analyze, a cause for the reported difficult to open or close (gripper actuation - single) cannot be determined. The reported poor image resolution was due to patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr). The clip was advanced to mitral valve. There was difficulty visualizing the clip, due to the anatomy. It was observed that one of the gripper arm on the posterior aspect of the mitral valve was not lowering it stayed fully raised. Troubleshooting steps were performed, locked and unlocked the lock line, cycled the lock line several times and the gripper arm had resistance lowering. The clip was not implanted and was removed without issues. One clip was implanted, reducing mr from 4 to 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.